Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer reported a headache, difficulty breathing and loss of concentration. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that an undefined bolus delivery issue occurred. Customer declined to troubleshoot issue with tandem technical support; therefore additional information was not obtained.